Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company rep and confirmed by the physician. The cause of the motor stall was not known. It was unknown what actions had been taken to resolve the issue. The pump was still in a stall when the patient left the facility. The patient's weight was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 4,000 mcg/ml baclofen (unknown) at 1,777 mcg/day (updated to 192.2 mcg/day). It was reported that at the patient is at a normal pump refill today and the hcp was expected to pull back 6 ml and actually got back 30 ml. The patient did have an MRI on which they believe was the same day they are seeing the motor stall message (2020-sep-12). They did have withdrawal symptoms and was tight. They have interrogated the pump multiple times and they still have not seen a recovery. The rep wanted to review telemetry mode post MRI. The patient was in a car accident before, in the past, and is currently in hospice and on a ventilator so there isn't too much that can be done at this time. The hcp has updated the pump to a lower dose and they will orally medicate the patient for the time being. During the call, they interrogated logs multiple times to see for a recovery, and it was confirmed there were no recoveries. The issue was not resolved through troubleshooting. The patient was redirected to th eir hcp to further address the issue.